Event description:
It was reported the the label was missing with 2 shelf cartons of bd microlance¿ stainless steel needles. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: box without label. The customer received two large boxes without the outer labeling.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 300600 and lot number 220824. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture was provided for evaluation by our quality engineer team. Within the pictures, two (2) case cartons were shown without the tertiary packaging label. The labels are placed onto the shipping cases through an automated process. It has been determined that this incident resulted due to a temporary failure in the label feeder, in which the label was not placed. It is also possible that the labels were placed but fell off during transport.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported the label was missing with 2 shelf cartons of bd microlance¿ stainless steel needles. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: box without label. The customer received two large boxes without the outer labeling.